Event description:
Emergency trach change due to blown cuff. P8c trach was being used and showed 10cc volume during am mlt (0930). Rt (respiratory therapist) reported hearing an audible leak and cuff was failing to maintain pressure upon assessment. Trach change completed according to policy and equipment was recovered and saved. Trach (p8c) cuff inflated and submerged in water. Bubbles were observed indicating air leak.